Event description:
Customer called to report a cartridge chemistry (cc) sample probe leak from the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the instrument and observed that the cc sample probe wash collar wash line was leaking. The fse replaced the 2-way solenoid valve, which resolved the issue. The repair was verified per established procedures, and the results met published performance specifications. The root cause of the instrument issue was due to the leaking 2-way solenoid valve assembly.

Manufacturer narrative:
(B)(4).